Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2015-02376 system updates pending: result: 'no results available since no evaluation performed. Conclusion: known inherent risk of the procedure per the instructions for use (IFU), valve malposition and embolization are known potential complications associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve malposition/embolization, including, but not limited to, improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, loss of pacing capture, rapid deployment and movement of the delivery system by the operator. In this case, the valve was placed 50:50 across the annulus, however that placement caused the left ventricle outflow track (lvot) obstruction. The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a native mitral valve is not indicated per the labeling; therefore the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
Post transapical deployment of a sapien xt in the mitral position, the valve landed 80:20 atrial/ventricular with severe mitral paravalvular regurgitation. A second valve was placed. A 23mm sapien xt was positioned and deployed in the native mitral valve annulus under rapid ventricular pacing. Tee showed severe mr and a valve position that was 80:20 atrial. At the request of the physician, a second 23mm sapien xt was prepared and implanted more ventricular, landing 50:50. The regurgitation subsided, but there was lvot obstruction that was causing a 60mmhg gradient across the lvot. An alcohol septal ablation was performed on the patient's septal perforators with hopes to improve the lvot gradient. The patient left in stable condition.